Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the safety notice. Customer mentioned that he was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 7 mg/dl. Customer stated that he was walking and he blanked out on the trail; customer totalled his truck. Nothing further reported.